Event description:
The Customer reported Crystals in transducer during inspection for use involving an Olympus ultrasound gastrovideoscope. There was no patient injury reported.

Manufacturer narrative:
The device was returned to Olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: Missing glue on objective lens, missing thixotropic adhesive (KE-45) at forceps cover, Cut on pink rubber. Based on the results of the investigation, it is likely the following led to the malfunction: The most probable cause was traced to component failure. However, a root cause for crystals in transducer could not be established.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.